Event description:
The event is reported as: the distributor reports, during incoming inspection, an improper product indication.

Manufacturer narrative:
From the picture provided it seems to be a "improper product indication". No other defects were observed. A functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (DHR history record) review the product et tube, uncuffed, 4.5, lot #01m1300065 was manufactured on 12/12/2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture provided it seems to be a "improper product indication", complaint cannot be confirmed; however, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.